Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation. Therefore, olympus cannot yet investigate the device. The technical department of olympus (B)(6) found an incorrect washing process by the user facility. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the device was incorrectly reprocessed because an assistant at the user facility put the device in a normal washing state at 110 °c. No device contamination issues were reported, but the device may have been damaged. There was no report of patient injury associated with the event because the device was not in contact with the patient.

Manufacturer narrative:
This supplemental report is being submitted to report the withdrawal of MFR report #8010047-2021-08414 and correct the initial report. Olympus re-evaluated the event reported in the initial report and determined that the failure mode is not a MDR reportable malfunction, based on the information that the device has not been in contact with the patient. If additional information becomes available, this report will be supplemented.